Event description:
Reporter alleged the customer obtained the results of 30-39 mg/dl, 30-39 mg/dl and 300-599 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer will drink orange juice after getting two readings in the 30-39 mg/dl range. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.